Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation with two unk_lasso catheters. The loops deformed when the catheters were removed from the introducer and internal components appear exposed in photo. During the atrial fibrillation procedure, two unk abbott introducers were used. A non-abbott device (unk bwi lasso) was inserted into one of them, and when pulling it out during the procedure, it got caught in the middle, and the shape of the ring part changed. It was determined to be an issue with the non-abbott device (unk bwi lasso) and another one was opened and used. After use, when the non-abbott device (unk bwi lasso) was pulled out, it was confirmed that it was caught in the same way, the ring shape changed again. When the introducer, the one in which the non-abbott device (unk bwi lasso) was inserted, was pulled out after the end of the case, the tip was clearly shorter than the other introducer. The procedure was completed without replacing the device and there were no adverse consequences to the patient. Devices were stored in a shelf box, no direct sunlight, vibration, or shock. The deformed loop is not MDR reportable. The overall health risk to the patient is low as the most likely consequence is an intra-procedural delay. The internal components exposed issue is MDR reportable as the risk to the patient is critical due to the potential of thrombus from exposure of internal device.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-(B)(4) has an additional report: MFR # 2029046-2022-02717 for product code unk_lasso.

Manufacturer narrative:
The device evaluation was completed on 28-dec-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation with two unk_lasso catheters. The loops deformed when the catheters were removed from the introducer and internal components appear exposed in photo. During the atrial fibrillation procedure, two unk abbott introducers were used. A non-abbott device (unk bwi lasso) was inserted into one of them, and when pulling it out during the procedure, it got caught in the middle, and the shape of the ring part changed. It was determined to be an issue with the non-abbott device (unk bwi lasso) and another one was opened and used. After use, when the non-abbott device (unk bwi lasso) was pulled out, it was confirmed that it was caught in the same way, the ring shape changed again. When the introducer, the one in which the non-abbott device (unk bwi lasso) was inserted, was pulled out after the end of the case, the tip was clearly shorter than the other introducer. The procedure was completed without replacing the device and there were no adverse consequences to the patient. Devices were stored in a shelf box, no direct sunlight, vibration, or shock. Device evaluation details: a picture was received for evaluation following biosense webster's (bwi) procedures. According to pictures provided by the customer, two lasso catheters were observed coiled. It looked like the loop of both devices are deformed; however, this cannot be conclusively determined based on the picture provided. No exposed components were observed. The costumer complaint was confirmed based on the picture received. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the device was twisted with no internal components exposed. The customer complaint regarding the damage on the loop was confirmed however, no internal components were exposed. The root cause of the tip twist can be related to the introducer used. The issue cannot be related to the manufacturing process, since the unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process. A manufacturing record evaluation could not be performed since lot number information is not available. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Biosense webster manufacturer's reference number (B)(4). Has two reports: (1) MFR # 2029046-2022-02716 for product code unk_lasso. (2) MFR # 2029046-2022-02717 for product code unk_lasso.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 15-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).